Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-jan-2024 . H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd micro-fine¿ pen needles 29g x 12.7mm (3 count) had the primary seal broken/foil seal broken. The following information was provided by the initial reporter: primary seal broken/foil seal broken during visual inspection we revealed that the packaging with the needle was damaged.

Event description:
It was reported that the bd micro-fine¿ pen needles 29g x 12.7mm (3 count) had the primary seal broken/foil seal broken. The following information was provided by the initial reporter: primary seal broken/foil seal broken during visual inspection we revealed that the packaging with the needle was damaged.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.